Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects angina and restenosis are listed in the products instruction for use as known potential adverse patient effects associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via trial that approximately 11 months post xience v stent implantation in the distal right coronary artery (drca), the patient experienced unstable angina and was taken to the cardiac catheterization lab which revealed in-stent restenosis. Treatment included medication and percutaneous coronary intervention was performed. There was no adverse patient sequela reported and on (B)(6) 2010, the event resolved. On (B)(6) 2010, the patient was discharged. There was no additional information provided.